Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that the device was on a patient while it restarted. The affected device was removed from service and the patient was bagged. There were no patient health consequences reported.

Event description:
It was reported that the device was on a patient while it restarted. The affected device was removed from service and the patient was bagged. There were no patient health consequences reported.

Manufacturer narrative:
The log file of the affected device was provided and analyzed regarding the reported event. Furthermore, the m16.2 board and the cf-card were requested for a hardware analysis and were made available as well. Based on the log file analysis it could be confirmed that the infinity v500 ventilation unit performed a restart at 06.24 p.m. On the reported date of event due to a communication issue between the ventilation unit and the cockpit. A faulty cf card was identified to be the root cause of this event. The hardware analysis of the therapy control unit m16.2 did not indicate a malfunction of this component. After this restart, the ventilation was resumed and continued. Related alarm messages e.g., ¿device failure (3)¿ were generated to further indicate the communication issue between the ventilation unit and the cockpit while the ventilation was ongoing. At 06.26 p.m. The device was switched off by the user. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit v500 would be triggered. A restart sequence of the ventilation unit may last up to 8 seconds. During restart, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. In the current event, the device reacted as specified on a detected internal deviation; it performed a restart and posted appropriate alarm messages to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.